Event description:
Patient came into doctor's office complaining about a painful hip. Doctor took an x-ray and determined patient needed a revision for a component that had subsided. Restoration modular was replacement device used.

Manufacturer narrative:
An event regarding subsidence involving a securfit stem was reported. The event was not confirmed. Device evaluation and results. The device was not returned for analysis. Medical records. Insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
Patient came into doctor's office complaining about a painful hip. Doctor took an x-ray and determined patient needed a revision for a component that had subsided. Restoration modular was replacement device used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.